Event description:
(B)(4). Same case as: 2134265-2010-03202, 2134265-2010-03458. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction (mi). The unspecified target lesion being treated was located in the proximal right coronary artery (rca). The 99% stenosed target lesion was 3.5mm in diameter and 18mm long. A 3.5x38mm taxus liberte stent was unable to be implanted. The physician treated the lesion with predilation and two overlapping 3.5x20mm taxus liberte stents. The patient had a "complicated stent placement" with embolization. Residual stenosis was 0%. One day post index procedure, the patient experienced prolonged chest pain with elevated troponins consistent with mi. The patient remained hospitalized for another night. No action was taken and the event outcome was considered resolved without residual effects. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).